Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the phenomenon, ¿video not coming up when plugged in" was not reproduced. Based on the results of the investigation and the information provided, it could not determine the root cause, and it could not presumed the cause from the obtained information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the bronchofibervideoscope video was not appearing when it was plugged in during preparation for use. There was no report of patient injury or medical intervention associated with this event.